Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to osteolysis and trochanteric fracture. Only the head was revised.